Manufacturer narrative:
D4: di: (B)(4). D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: risk manager. G4: PMA/510(k): exempt. The actual sample was not returned. Since the actual sample was not returned, investigation of it could not be performed. Since the lot number was unknown, investigation could not be performed. In the past three years, we have not received any cases of the product with the involved product code having a wire that could not be removed due to a manufacturing defect. Based on the investigation result, no anomaly was found in the manufacturing record and the shipping inspection record. Since investigation of the actual sample could not be performed, it was not possible to clarify the cause of occurrence. Instructions for use (IFU): "use this instrument only in combination with products recommended by olympus. If combined with products not recommended by olympus, patient or operator injury, malfunction or equipment damage may result." "If any resistance is felt or if the tip's behavior and/or location seems improper, stop manipulating the guide wire and/or endo therapy accessory and determine the cause by fluoroscopy or endoscope. Continuing to manipulate the guidewire could cause patient injury, such as punctures, hemorrhages or mucous membrane damage. It may also damage the endoscope, instrument and/or endo therapy accessory." Terumo medical corporation (tmc) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Please see MDR 2243441-2025-00004 for the importer report on this reported event.

Event description:
Terumo medical received FDA medwatch report#: mw5164048 to amori olympus: it was reported that "during endoscopic retrograde cholangiopancreatography procedure: insertion of simultaneous epic stents both in right and left hepatic ducts simultaneously 8 mm x 10 cm stents were deployed. These were uncovered epic stents. Bottom end of the right hepatic ductal stent appears to be within the stricture therefore another telescoping stent 8 mm x 10 cm was deployed. The proximal end of the stent was within the lower third of the previous right hepatic duct stent the distal end of the stent was in the supra ampullary position. Stent position was satisfactory however despite our best efforts we were not able to withdraw the wire which was in the right hepatic ductal system. We tried removing the wire with gentle force and tried to grab both the wire as well as the stent with the rat-tooth forceps and multiple other accessories with no help. Ultimately, we did spyglass chol angioscopy to try to get inside the right hepatic ductal system which we were successfully able to do and were able to finally get into the area where the wire was to find within the proximal and of the metal stents overlap. We tried with a spider bite forceps as well as with the rat-tooth forceps under fluoroscopic guidance to try to remove the stents and wire but it was not possible. The wire was brought down into the gastric antrum area. A fully covered 10 mm x 4 cm wall flex stents was placed to prevent any microleak's or retroperitoneal perforation in this area. Complications: right hepatic ductal wire not removable."